Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hernia repair, the balloon did not inflate. It would not hold when filled with air. The surgeon got another device off the shelf. There was no patient injury.